Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures confirmed in the pump history file due to broken trace on u1 keypad assembly. No pump error noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 287 mg/dl. Customer was able to successfully clear the alarm. Customer states self-test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.